Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had right heart failure. The patient underwent a right heart catheterization on (B)(6) 2020. It showed poor rv function and low cardiac output. He was then started on dobutamine 2.5 mcg/kg/min with an increase in pulmonary artery pressure, confirming poor rv function without dobutamine. Pre-dobutamine, cardiac output was 3.9. On 2.5 dobutamine, cardiac output increased to 4.2. The patient was then put on 5 mcg/kg/min and cardiac output increased to 5.6.

Manufacturer narrative:
Section a1, b2 (date of death): correction. Section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The heartmate 3 lvad, serial number (B)(6), was not returned for analysis. The heartmate 3 lvas IFU rev. A is currently available. Section 1 of this document lists right heart failure, renal dysfunction, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump". No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired. The patient had significant right heart failure (rhf) and renal dysfunction. He had been on dialysis for some time. As his rhf worsened and the dialysis was becoming less effective the patient and family chose to switch to comfort care and he died at home with hospice. The device operated as expected.